Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified chemotherapeutic agent. The customer contact reported that after priming prior to patient use, the customer hangs the primed tubing set and solution. The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified chemotherapeutic agent. The customer contact reported it has been the procedure to prime the tubing set with the unspecified chemotherapeutic agent and hang the primed tubing set and solution container for a week or less prior to patient use. It was reported that after an unspecified length of time after hanging the primed tubing set, unrestricted flow was noted. The customer contact reported that solution leaked around the clamp. The customer contact indicated that they slide it shut, but it doesn't seem to seal completely. No specific details were provided. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unknown. The customer contact identified two possible lot number (plots). The possible lot numbers are 310294w and 31028w. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.